Event description:
It was reported that an ilet device exhibited a cracked and intermittently unresponsive touchscreen on the upper left portion of the display, while the device otherwise remained operational. Symptoms included device usability impairment due to the damaged screen. Outcomes included the need for device replacement and temporary interruption to normal device interaction. Investigation included internal complaint intake, verification of device identity, and logistical actions to replace the unit. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen resulting in intermittent touch response. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display from an undetermined external force.